Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker would not release from the delivery catheter. While attempting to release the device, the device dislodged from the heart tissue while still attached to the catheter. The device was not used and a new one was successfully implanted. The patient condition was stable.